Event description:
Pt reported, the buttons on the infusion device are defective. She attempted to change the infusion set, but the infusion device was "blocked" and the buttons would not function. She changed the battery, but this did not resolve the concern. The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.